Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of the controller not always showing 256 events was not confirmed. A review of the submitted log file showed 256 events spanning approximately 6 hours ((B)(6) 2021 from 03:03 ¿ 08:45 per time stamp). The low flow alarm was intermittently active throughout the log file due to flow falling below the 2.5 lpm threshold. This low flow incident is covered under the pump investigation in pi-2021-0111829-02. The alarm did not affect the controller's ability to operate the pump at the set speed. There were no other notable alarms active in the log file. The hm3 system controller, serial (B)(6), was not returned for analysis and was exchanged. The provided information stated that the system monitor was replaced and the problem still occurred. A root cause for the reported event was not conclusively determined through this analysis. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Heartmate 3 instructions for use section 7-¿alarms and troubleshooting¿ and heartmate 3 patient handbook section 5-¿alarms and troubleshooting¿ explain how to properly interpret and troubleshoot power cable disconnect alarms. Device history records was reviewed and showed no deviations from manufacturing or qa specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the main controller was removed and replaced due to high amount of low flow alarms. It was also noticed that the controller did not always show all 256 event logs.